Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a burnt odor was coming from the home choice (hc) when it was powered on. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with no issues noted. A visual inspection was performed with a burnt part noted on the accomp board. Functional testing could not be performed as the device would not power up. The reported problem was identified and the cause was determined to be a malfunctioning accomp board. The board was replaced and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.